Manufacturer narrative:
Photos were provided to the manufacturer. The lot number was not provided, a review of the device history records has not been performed. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that some time post port placement in the right brachiocephalic vein in the right chest, the catheter allegedly broke between the 14-15 cm markers, near the catheter lock. Reportedly, the port was allegedly unable to infuse and aspirate during computed tomography scan. It was further alleged that a subcutaneous leak was identified after the computed tomography scan and it was identified that the distal catheter segment migrated into the superior vena cava and inferior vena cava. Reportedly, the port system and distal catheter segment were removed. There were no further complications reported post removal procedure.

Manufacturer narrative:
A lot history record review could not be completed as the lot number was not provided. Investigation summary: one plastic powerport isp m.r.I. Implantable port with 8 fr s/l power groshong catheter was received in 2 segments. The sample showed to be the port detached cath-lock. Tool marks on the stem and multiple circumferential compression marks. Multiple definitive curves with a circumferential suture crease mark between (5/6) cm depth markings. Further examination showed the common complete circumferential break ends of the tubing between the (14/15) cm depth markings to match up and the tubing to exhibit a flattened elliptical profile. The tactile evaluation showed slight necking of tubing under tensile stress at the crease mark & break end locations. The sample port and tubing elements were separately patent to infusion and aspiration and no leaks were observed where appropriate. 6 photographs were received and evaluated. One photo shows the distal end of the groshong catheter in two segments with the break close to the 15 cm depth marking. The second photo shows a close-up of the complete circumferential break of catheter. The third photo shows a close-up of the complete circumferential break of catheter with residue on the circumferential break. The fourth and fifth photo shows the cath-lock and catheter segments detached from the port. The sixth photo shows the distal end with complete circumferential break of catheter. Photos of the complaint supplied shows conformation with the sample received. The investigation confirms the fracture issue. A definitive root cause could not be determined. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that some time post port placement in the right brachiocephalic vein in the right chest, the catheter allegedly broke between the 14-15 cm markers, near the catheter lock. Reportedly, the port was allegedly unable to infuse and aspirate during computed tomography scan. It was further alleged that a subcutaneous leak was identified after the computed tomography scan and it was identified that the distal catheter segment migrated into the superior vena cava and inferior vena cava. Reportedly, the port system and distal catheter segment were removed. There were no further complications reported post removal procedure.